Manufacturer narrative:
(B)(4).

Event description:
It was also reported that the patient died "gasping for air" on (B)(6) 2016. The cause of death was listed as "seizure causing cardiac arrest." The device was not explanted. The patient's physician did not agree with the cause of death listed on the death certificate since the patient was a healthy individual other than having epilepsy. No further relevant information has been received to date.

Event description:
The patient had an unknown etiology of her disease state, and she also had cognitive impairment. The patient did have a reduction in seizures with vns therapy, and the output currents were: normal = 1.75ma, magnet = 2.0ma, autostimulation = 1.825ma. The believed cause of death was unknown since no autopsy was performed, but the physician believed it to be possible sudep. The physician stated that the relationship between the vns system and the cause of death was unknown. The death was witnessed by the patient's mother. The age of epilepsy onset was (B)(6). The patient had a history of simple partial and generalized tonic clonic seizures. The patient had taken levetiracetram, zonisamide, carbamazepine, valproate/valproic acid, and phenytoin in the past. She was on phenobarbital, lamictal, and vimpat at the time of death, and the patient was reported to be compliant with aeds. The patient had never undergone resective epilepsy surgery, there was no history of drug or alcohol abuse, and the patient did not have a history of cardiac or respiratory problems. There were no laboratory reports available. No further relevant information has been received to date.